Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the abdomen, which is off-label usage of the device, on (B)(6) 2024. Date of event is an approximation. The patient experienced a cgm accuracy issue which occurred 2 days after sensor insertion into the abdomen. On (B)(6) 2024, the patient stated she was receiving inconsistent cgm values throughout the day, ranging from 5 to 100 points off from her bg meter readings. No specific cgm / bg meter comparison values were reported. At an unspecified time that day, the patient was feeling shaky and was mumbling. The patient stated she ended up on the floor ¿flopping around.¿ the patient¿s cgm was reading low mg/dl, and the bg meter reading was 42 mg/dl. The patient¿s caretaker called emergency medical service (ems). Ems arrived and treated the patient with syrup and an unspecified medication. The patient was not taken to the hospital. The patient refused to provide any further event details. Data was evaluated and the allegation was confirmed. It has been reported that there was a difference in readings of 5, 20, 50, or 100 points. The reported glucose values fall within the a zone of the parkes error grid. The data investigation found a difference in values that falls within the b zone of the parkes error grid. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and seizure. H6 codes: health effect - clinical code - appropriate term / code not available FDA code: 4581 will be replaced with code 4581, e0131 for speech disorder.